Manufacturer narrative:
(B)(4). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
Note: this report pertains to the first of two devices used during the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that two flexiva ID tractip 200 laser fibers were opened for use in a ureteroscopy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during the procedure, the laser fiber was noticed to be already broken when the package was opened. A second laser fiber was opened and the same issue occurred. The procedure was completed with a third flexiva ID tractip 200 laser fiber. There were no serious injury nor adverse patient effects as a result of this effect. There were no patient complications reported.

Event description:
Note: this report pertains to the first of two devices used during the same procedure. It was reported to boston scientific corporation on november 9, 2018 that two flexiva ID tractip 200 laser fibers were opened for use in a ureteroscopy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during the procedure, the laser fiber was noticed to be already broken when the package was opened. A second laser fiber was opened and the same issue occurred. The procedure was completed with a third flexiva ID tractip 200 laser fiber. There were no serious injury nor adverse patient effects as a result of this effect. There were no patient complications reported.

Manufacturer narrative:
(B)(4). Block h10: investigation results: the fiber was returned broken into two pieces. The first piece measured approximately 100.9 cm from the top of the connector to the break. This piece included one kink. The second piece measured approximately 180.6 cm from the break. This piece included one kink. The remainder of the fiber including the distal tip was not returned. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint.